Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the cartridge pigtail tubing disconnected from the cartridge on multiple cartridges. Customer changed cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).